Event description:
It was reported that the wand didn¿t work and the controller alarmed. The settings were changed and a 2nd wand was tried with the same result. The procedure had to be changed from arthroscopic to open surgery. No patient injury or other complications were reported.

Manufacturer narrative:
No cosmetic or physical anomaly was observed on the subject controller during a visual inspection. Functional evaluation revealed there is no voltage output to a known good wand due to the failure of an electrical component inside the subject controller. The complaint is verified and the root cause was determined to be electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.